Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and loss of sensing. Perforation was suspected. The device was reprogrammed. No patient symptoms were reported and the patient would continue to be monitored.